Event description:
Customer reported device = 600 mg/dl. Customer went to the hospital. Hospital device = 620 mg/dl. Treatment information was not provided. Control information was not provided. A request was made for return product and replacement product was sent.